Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a cartridge issue during refill when the red plunger piece dislodged, and the user also reported difficulty drawing insulin from a vial with supplied syringes, observing air entering the syringe instead of insulin. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or need for medical care. Investigation included communication with the user and troubleshooting over the phone. Investigation of this case revealed a probable use-related handling issue with the cartridge plunger and syringe technique during vial access; no alerts or alarms were reported, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.